Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on the proximal end. Although the torque device was not returned, the observed scraping/ peeling on the ptfe is consistent with damage from an insecurely tightened torque device. Per the device dfu (direction for use), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the analyzed ptfe peeling was determined to be failure to follow instructions.

Event description:
During the analysis of the returned product, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on the proximal end. No clinical consequences reported to the patient.